Event description:
On (B)(6) 2016 I had a nova sure endometrial ablation. The horrible pain started right away. My obgyn made me wait a year and a half for a hysterectomy. During that waiting time, I suffered in horrible pain 3 days a month during my period which I still continued to get after the e. A. No pain medication would even touch that pain. During those 3 days a month, I would get diarrhea which was a blessing as all the rest of the month I suffered from constipation following the e. A. On (B)(6) 2017 the pain was so bad, I thought my appendix has ruptured and went to the ER. They told me everything was fine. I called obgyn and they scheduled me for hysterectomy in (B)(6) 2018. I thought that would fix all my problems. After surgery the obgyn told me my bladder had been fused to my uterus and they had to be separated during surgery. She said my ovaries looked good so she left them. She said my appendix looked good too. Pathology showed adenomyosis and failed ablation. When I told her I still had that stabbing pain in my right side, she told me to see a chiropractor as I probably had a pinched nerve. I did not believe her so I went to my primary care dr and he referred me to pain mgmt for shots in my lower back which I refused to do. My back didn't hurt. I have had pain in my lower right abdomen since the ablation surgery in 2016. Every dr I have seen just pushes me off to the next dr. On (B)(6) 2018 the pain got so bad I was back in the ER. Cat scan with eye revealed everything was fine. He dismissed me like I was making all this up and told me I probably need a colonoscopy to find out why I am always constipated. I can barely eat as I just get nauseated. I lost 22 pounds in 6 weeks following the hysterectomy, fatigue, severe sweating. There is something wrong in that lower right. It feels like my flesh is being torn and other times it's like an ice pick type stabbing pain. I look like I am 7 months pregnant despite the fact I do go to the gym. The bloating is horrible. Other than the heavy golf ball size clots I was having. Before the ablation. I had none of these other issues. Sex is painful which it never was before. I called my pcp again a few days ago and told the nurse about the constipation, and I had a small amount of blood in stool and that the pain was horrible. I also feel like I am leaking stool as no matter what I wipe with I just never seem to be able to keep it clean. She said she would call me right back. She never called instead I get a text message that says go get an enema. I have had an MRI, numerous trans vaginal ultrasounds, x-rays, 2 cat scans with dye, regular ultrasounds and they tell me I am fine. People don't feel this kind of pain for no reason. No one will help me that 1 min and 47 second surgery has ruined my life and there is no end in site. My kids have suffered because I can't do half the things I used to be able to without feeling like my flesh is being ripped apart inside me. The obgyn's know the damage this ablation has caused me yet they have not even offered to help me find an answer or a cure. I feel like severe damage has been done to my bowel that just can't be seen on tests. Since the hysterectomy I have been living on laxatives, and gas medication, and I can barely eat as I get very nauseated. I have lost 22 lbs. When I can move my bowels the pain is just horrible. I have pain every single day now. The hysterectomy has just made things worse. I am now going to see a proctologist to see if they can help me. I was never informed about these side effects prior to the e. A. Because had I known thermal injury was a side effect. I would not have had this procedure done. The hospital that performed this has had several pts have adverse effects and no one is helping us find answers. I have spent so much money trying to fix the damage that procedure has caused and as of today (B)(6) 2018 there is no end in site.